Event description:
It was reported patient experienced inadequate pain relief due to high impedances on both leads. Surgical intervention was undertaken wherein both leads were explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of high impedance was reported to abbott. The patient was experiencing ineffective therapy. Both of the patient's leads were explanted and replaced due to high impedance. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.